Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected and found that the solenoid connector was found to be loose and reseated the cable and the customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or15a drawer 2 was consistently malfunctioned, with repeated drawer failures caused critical medications to become unavailable during surgical cases. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.